Event description:
It was reported that the patient's vns lead is broken and the battery is depleted. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was later reported that patient did have lead and generator replacement surgery. After generator and lead replacement, patient's lead impedance was within normal limits. Suspect product has not been received by manufacturer to date. No other relevant information has been received to date.